Manufacturer narrative:
Add'l lot #: 253026. Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab. Inratio results on (B)(6) 2011 done at 8:33 am, lab result on same day done at 10:00 am. On (B)(6) 2011, the lab draw was performed immediately after the meter result. On (B)(6) 2011, the lab draw was performed less than 30 minutes after the meter result.